Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle after a right leg angiogram with atherectomy interventional procedure using a 6f sheath. Reportedly, the physician performed steps 1,2 without issue. However, he inadvertently missed step 3 (pulling the plunger), and proceeded to step 4 (lowering of the footplate). It was then realized he missed a step and closed the footplate to remove the device. A 9x40mm armada balloon was used to pre-dilate the lesion. Then a 9x38mm non-abbott stent was used to treat the vessel and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to follow steps/instructions could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. It should be noted that the perclose prostyle instructions for use, (IFU), single suture mediated closure (smc) device placement states: "depress the plunger with the right thumb (in the direction marked 2) until the black collar on the plunger meets the blue body." The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.